Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection determined that there were cracks in the hub. However, this may be connected to a previous issue with the hub cracking. Since the manufacture of this lot, there has been a design change on the hub to address the cracking issue. The new design changes the material to ensure that the integrity of the hub stays in tact. Since a design change was performed after this lot was produced, no further action will be pursued at this time. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Nurse reported ¿2.6fr d/l PICC line placed by mcd PICC team (B)(6) 2025. Both hubs cracked (B)(6) 2025. Port #1 cracked 0200 and port #2 cracked at 1730. No central line or piv required to continue therapy. Ivps were being weaned.¿ sample is available for return.